Event description:
It was noted on routine remote transmission that there was significant battery drain over past year (had 12.5 years estimated battery in mid-2018 to 6 years in mid-2019). Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l321 accolade el (per site reporter). Replace pacemaker within 60 days.